Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill bit was bent during drilling with a drill guide, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. This phenomena has been the subject of a long and considerable study. At this point in time, the engineering design and the quality engineering teams are in the midst of developing some design changes to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When the complaint device is received here at depuy mitek, it will be forwarded to quality and design engineering, where it will be subjected to a root cause failure analysis and also support the ongoing study of this failure mode. If the analysis identifies any definitive root cause, a follow-up report will be filed.

Event description:
Our rep. Is reporting that during an arthroscopic shoulder repair, 2 lupine drill bits became bent during use. As a result, metal shavings were observed emanating from a lupine drill guide and falling into the pt's joint space. All of the debris was removed from the body and the procedure was completed successfully without further issue or harm to the pt. Complaint devices discarded by user facility. Also see associated MDR 1221934-2009-00052.